Event description:
A pulsar-18 peripheral stent system was selected for treatment of a pre-dilated severely calcified lesion in the mid sfa. During the deployment the trigger quit working. The handle was opened, and an attempt was made to deploy with secondary release, but the stent broke off and a part of the stent was removed. Patient was fine and recovering.

Manufacturer narrative:
The procedure date was incorrect on the original report. The correct date is (B)(6) 2022. The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the instrument revealed that the outer shaft has been retracted by about 300 mm. The stent has been fully released. Neither the stent nor stent fragments were returned for analysis. Therefore, a stent fracture can neither be confirmed nor denied. The returned instrument shows no signs of a release issue. The handle was returned completely assembled and fully functional. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation.